Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Opitz, m., alatzides, g., zensen, s., bos, d., wetter, a., guberina, n., darkwah oppong, m., wrede, k. H., hagenacker, t., li, y., wanke, I., forsting, m., & deuschl, c. (2022). Radiation exposure during diagnostic and therapeutic angiography of carotid-cavernous fistula: a retrospective single center observational study. Clinical neuroradiology: official journal of the german, austrian, and swiss societies of neuroradiology, 32(1), 117¿122. Https://doi.org/10.1007/s00062-021-01126-x. Medtronic review of the literature article found that a retrospective review was conducted of 48 patients who underwent 86 neurointerventional procedures, including 60 embolization procedures, for the treatment of carotid-cavernous fistulas (ccfs) between february 2010 and july 2021. Onyx alone was used in 7 embolization procedure and onyx plus coiling was used in 20 embolization procedures. The purpose of the article was to determine local diagnostic reference levels (drls) during endovascular diagnostics and therapy of ccf. No patient symptoms or additional adverse events were reported associated with the review of radiation exposure and it was noted that the reviewed drls for ccf embolization in this study were substantially lower compared with published data on cranial avm and lateral dural arteriovenous fistula (davf) embolization, though acknowledged comparison is difficult because of differences in anatomic location and endovascular treatment techniques. No device malfunction was reported. 11 patients were noted to have undergone more than 1 endovascular therapy; reason for multiple treatments was not reported. However, it was additionally noted that of 60 procedures, 10 embolizations failed. It was not indicated what treatment method(s) were used in the failed embolizations or what caused the failures.